Event description:
Angled saw attachment fell off during distal femur cut. Case completed using back up saw attachment. Case type: tka.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that the angled saw attachment fell off during distal femur cut. Case completed using back up saw attachment. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. Product history review review of the device history records indicate (B)(4) devices were manufactured under lot 35010518 and (B)(4) devices were accepted into final stock on 06/26/2018. A review of qt-18-06-0082 revealed that the non-conformance is not related to the failure alleged in this compliant. The (B)(4) rejected devices were re-inspected and (B)(4) devices were accepted into final stock on 06/04/2019. A review of 3005985723revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n 212480, lot number 35010518, shows no additional complaints related to the failure in this investigation. Trend detection a review of the trending project folder indicates that an existing and valid, trend analysis has been performed on this product and event under trend request 1191. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. H3 other text : product was not available for evaluation.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Angled saw attachment fell off during distal femur cut. Case completed using back up saw attachment. Case type: tka.